Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips field service engineer (fse) which included going onsite to evaluate the unit. An inspection of the equipment was carried out and it was discovered the pani pump was damaged. Despite the damage, the unit still calibrated and multiple measurements were taken as they were recorded. The readings continued to increase progressively, eventually exceeding the allowed margin of error. The unit gave readings that were unusually high and erroneous when compared with another device's measurements. No error messages appeared during these events. To resolve the issue, the fse replaced the pani pump and calibrated the unit. Multiple measurements were taken over the course of an hour, and the equipment was confirmed to be functional. The unit has returned to working specifications and it was returned for use. Based on the information available in the case, the cause of the reported problem was confirmed to be the damaged pani pump. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the parameters were incorrect when taking nibp. The device was in use on a patient at the time of the event, there was no adverse event reported.